Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual product was not received for evaluation. However, performance data collected from the device was received and analyzed. The save to disk primary finding noted oversensing associated with the right ventricular lead. One patient alert for lead failure predictor on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, two ventricular nonsustained tachycardia (v-nst)=180 ms on (B)(4) 2013. Concomitant products: d234vrc implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the patient was presented to the emergency room because a lead integrity alert (lia) sounded. An interrogation observed that lia triggered on the right ventricular (rv) lead due to short v-v intervals. Further examination determined there was myopotential noise. The sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.